Event description:
The rptr stated that rptr did meter to lab comparison tests. Rptr went to the lab, in a fasting state, and tests were done 5 minutes apart. A capillary meter test result was 76 mg/dl, and the venous draw lab test result was 26 mg/dl. Rptr did not have any hypoglycemic symptoms. A control solution test was not done due to unavailability of supplies. On f/u, the reporter stated that rptr is questioning the results of the lab test, since rptr had no symptoms. Rptr is on a set amount of insulin and does not adjust to meter readings. No harm was alleged.